Manufacturer narrative:
Device evaluated by simulated use testing. Vacuum sleeve failure was the cause of the shaft frosting.

Event description:
Seven cryoprobes failed pre-test during the same case. All from the same lot number. Complaint 5 of 7.